Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has broken display hinges. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: d5, e1, e2, e3, e4. The field service engineer (fse) replaced both the left hinge, right hinge and upper hinge. The monitor now closes and opens as intended. The fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, and is cleared for clinical use, and returned to the customer.

Event description:
N/a.